Manufacturer narrative:
Concomitant medical devices: 4592-53 lead, (B)(6) 2001.

Event description:
It was reported that approximately two months after a device change out the patient developed redness at the implant site. The physician suspected an infection or a reaction to the absorbable envelope. The patient received three weeks of antibiotics. One week after completing the course of antibiotics a positron emission tomography (pet) scan was done and no trace of infection was found or infection was healed. The implantable cardioverter defibrillator (ICD) and antibacterial envelope remain implanted. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.